Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿complications and revisions in metal-backed anatomic total shoulder arthroplasty: a comparative study of revision rates between stemless and stemmed humeral components". The study reviewed thirty-one (31) patients who underwent anatomic total shoulder arthroplasty (atsa), to address primary glenohumeral osteoarthritis, using arthrex universal glenoid devices. During the minimum 6 week, 2- and 5-year follow-up period, nine (9) patients required revision. Source: kraus, m., illner, j., warnhoff, m., brunner, m., schneller, t., lazaridou, a., & scheibel, m. (2025). Complications and revisions in metal-backed anatomic total shoulder arthroplasty: a comparative study of revision rates between stemless and stemmed humeral components. Journal of shoulder and elbow surgery, 34(2), e72-e80.